Event description:
Reporter rec'd the er1 message. Reporter then retested and "got a number" but could not recall the blood glucose result. Reporter stated that sometimes her blood glucose reading would be over 200 mg/dl and then sometimes low, 120 mg/dl, while normally it would be 143 mg/dl. Reporter's morning readings are normally 140 mg/dl. Co discussed technique and reasons for receiving the er1 message.